Manufacturer narrative:
Evaluation summary: - following the creation of the complaint, it was reported by the patient that proper connection was recovered on (B)(6) 2022. This information was then confirmed by the back office. - therefore, no anomaly is suspected with the subject home monitor.

Event description:
Reportedly, following data transmission, the status light of the home monitor turned orange and the pit button turned red.